Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and electrode damage occurred. It was reported that when attempting to advance the sheath into the patient¿s groin, the sheath kinked at the distal end. The dilator was inside the sheath but only the sheath was kinked. The physician predilated the groin before attempting to advance the sheath. There were no wires exposed, however, the electrode rings were lifted and sharp. The hemostatic valve did not fail or break. No air entered the patient¿s body. No visible damage/deformation on the dilator. The sheath was changed, and the procedure continued. There was no patient consequence reported. The ¿kinked shaft¿ was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On february 19, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection it was reported that there was a slight kink in shaft approximately 4 cm from distal tip.

Manufacturer narrative:
Investigation summary it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and electrode damage occurred. It was reported that when attempting to advance the sheath into the patient¿s groin, the sheath kinked at the distal end. The dilator was inside the sheath but only the sheath was kinked. The physician predilated the groin before attempting to advance the sheath. There were no wires exposed, however, the electrode rings were lifted and sharp. The hemostatic valve did not fail or break. No air entered the patient¿s body. No visible damage/deformation on the dilator. The sheath was changed, and the procedure continued. There was no patient consequence reported. Device was visually inspected, and the tip was observed kinked. The electrodes were observed in good condition. A manufacturing record evaluation was performed for the finished device 00001223 number, and no internal actions related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the kinked tip cannot be determined, however during the manufacturing process, functional tests are in place to prevent this type of damage. In addition, the device was manufactured in accordance with documented specification and procedures. The picture provided by the customer was analyzed and the sheath tip was observed kinked on the distal end. Manufacturer's reference #(B)(4).